Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The MRI occurred (B)(6) 2011; a stall was noted on that date without recovery. The pump was re-interrogated on (B)(6) 2011; then recovery appeared in the logs as of the date of re-interrogation. The patient experienced increased spasms. As of (B)(6) 2011, the patient was hospitalized due to a fall; it was noted she had an 'issue with her ankle'. It was later reported that the pump motor stall recovered. The patient was in the hospital for other reasons, unrelated to the pump. Drug delivered via the device was baclofen 75mcg/ml at a daily dose of 17mcg.

Event description:
Additional information: it was later reported that the pump motor stall recovered. The patient was in the hospital for other reasons, unrelated to the pump.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk.